Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with failure code 2 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's door assembly being broken at the upper and lower hinge stops. The door assembly was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, failure code 2 was confirmed to be caused by the door assembly being cracked at the upper and lower hinge stops, indicating failure code 2 was a false occlusion alarm. No additional information is available.